Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She planned to visit her doctor, but has not done so to date as she feels ok.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on 12/13/2013. Evaluation is underway.